Event description:
It was reported that during plif (l5-s1) surgery for stenosis, the surgeon was drilling the vertebral disc and the drill (cat #82412) went too far anteriorly, as a result, the pt had retroperitoneal bleeding. The retractor could not be used since it was too balky for the pt. The pt is now monitored in ICU. The surgeon used to use the older version of the tfc vertebral cutter (cat # unk, but manufactured by (B) (4)); however, it fractured in some other surgery recently thus, it was no longer able to be used thus, he used this newer version of drill (cat #82412) for the first time.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.